Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effect could not be determined. The patient effect of atrial perforation is listed in the instruction for use (IFU) as known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.d1: brand name changed from unknown mitraclip to sgc03 d2. Product code changed from nkm to dra. D4. Catalog no. Changed from unk cds to unk sgc03. D6. Implant date removed.

Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occulder. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4. There were no clips implanted. Right to left shunt and hypoxia was noted after the procedure. Two years later, an occluder was implanted successfully. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.